Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Returned product evaluation found the lens returned dry in a micro centrifuge vial and clear surgical residue on the lens product. Visual inspection found a tear in the lens optic and haptic. The lens haptic was bent and there was presence of clear surgical residue on the lens. (B)(4).